Event description:
The device has been explanted because of inflammation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to an inflammation and swelling at the implant site, which was present since implantation surgery. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported problem. This is a final report.

Event description:
The device has been explanted because of inflammation around the implant. After surgery, the swelling did not go away. There was no sign of infection but the user was treated with antibiotics. The user was not reimplanted with a new device.